Event description:
¿Bicarb gtt unable to run on b braun space pump. Rn tried for multiple hours, clearing air bubbles from tubing. Eventually moved to old pump. Tubing and pump removed from service." Manufacturer response for infusion pump, (brand not provided) (per site reporter). Bbraun reviewing tubing events.